Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the suggested event most likely occurred due to corrosion on the universal plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image. There were no reports of patient involvement.